Event description:
The balloon separated from the trocar into the patient's cavity. The surgeon was able to retrieve the balloon without injury to the patient. This occurred after the balloon was inflated and there was no need to use a new instrument as it already performed its function. Procedure: lap hernia.